Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing unexplained low blood glucose levels for five days. Blood glucose level at the time of the incident was 55 mg/dl, which was treated with food. During troubleshooting, the customer's mother reported that there were air bubbles present in the reservoir. The insulin pump will not be replaced or returned for analysis.